Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose readings, including a highest value indicated as ¿high¿ on the ilet without a glucometer to confirm blood glucose value and a lowest value of 58 mg/dl, while intermittently extending use of a contact detach infusion set into a third day due to supply issues and using multiple meal announcements as corrections; education and troubleshooting were provided regarding appropriate correction practices and oral glucose treatment, and no device malfunction was identified. Symptoms included hypoglycemia with associated dizziness, nausea, and shaking, as well as episodes of hyperglycemia. Outcomes included an event characterized as a serious injury or illness impairment and the need for unexpected medical intervention in the form of oral glucose. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to failure to follow instructions and maladaptive correction behavior via meal announcements, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.